Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22-49 mg/dl. Low bg cause was not known. Customer consumed food and drank juice to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.